Event description:
It was reported that fluid was unable to be withdrawn from the realize band. No sign of tubing kink or disconnect. System intact, verified by fluoroscopy. On (B)(6) 2010, a CT scan performed showed band tubing and port disconnect. Subject informed surgeon and he performed adjustment under fluoroscopy on (B)(6) 2010. Surgeon injected contrast which he did not see it disperse and was unable to withdraw. At that time the patient elected not to have port replaced for personal reasons. The port was replaced on (B)(6) 2011. The patient has since had volume added to the band successfully.

Manufacturer narrative:
(B)(4). Analysis of the returned device indicated that the tubing connection met specification. The reported event could not be confirmed. A DHR review was conducted and no discrepancies were observed during the manufacturing process.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.